Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The reported issue was confirmed as it was noted that a test mixing pump was needed for the unit to cool during decontamination. The mixing pump was replaced. It was also reported that the user interface had to be used because of disk read error on the arctic sun device. Control panel was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that user interface had to be used because of disk read error on the arctic sun device. Test mixing pump installed for unit to cool. Per additional information received via email on 02-feb-2023, the device had a mixing pump failure found during decontamination. A test pump had to be installed for the device to function.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user interface had to be used because of disk read error on the arctic sun device. Test mixing pump installed for unit to cool. Per additional information received via email on 02-feb-2023, the device had a mixing pump failure found during decontamination. A test pump had to be installed for the device to function.